Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# unknown, implanted: (B)(6) 2009, product type: extension; product ID 3998, lot# lb7427, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
The patient reported having a hard time getting the device to hold a charge for use. Additional information received by the patient reported shocking. No falls/trauma were related. The patient could not get the implant to stimulate and he couldn't feel stimulation. He went to charge it and topped it off and "normally turns off when letting unit run down and programmer turns it back on." The last friday he was getting shocks down his legs and front and back of legs. Most of stimulation could be felt going down the leg. It felt like bolts of lightning like an emg but the sensation was much stronger and longer. He was experiencing pain in the legs. He could hardly get around. It was noted that the charger worked fine. It charged the implant completely. This was confirmed with the patient programmer (pp). The patient "felt a couple small ones" the morning of the report. It was noted that it seemed like the device was already off so it wasn't turned off. The patient didn't get pains all the time but it started on friday. Additional information received by the patient reported that no changes had led to the symptoms reported. The patient had called neurosurgery but his insurance denied a referral to neurosurgery. The symptoms persisted. Relevant medical history included chronic low back pain. This event will be updated if additional information is received.